Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a test fixture where friction speed high was found to be failing on the insertion axis. Once testing was completed, the insertion axis was inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the insertion ballscrew, insertion brake assembly, insertion top and bottom housing bearings, insertion stator, insertion input gear, and insertion gearbox assembly were found to be the source of the issue. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the insertion ballscrew, brake assembly, top and bottom housing bearings, stator, input gear, and gearbox assembly on the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and benign hysterectomy surgical procedure, that a customer experienced an "arm not free to move" system message related to universal surgical manipulator (usm) 2 after a procedure. Before contacting the intuitive surgical, inc. (Isi) technical service engineer (tse), the customer performed a hard power cycle on the patient side cart (psc) with nothing on the universal surgical manipulators (usm), but the issue persisted. The customer confirmed there were no obstructions. The error message was temporarily resolved by pressing the instrument clutch button and moving the carriage down slightly. However, after another power cycle guided by tse, the issue returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was not able to obtain any additional information.